Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section is slightly worn, interrupted and weakened. A root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to failure of the universal cord. In addition, the cause of the light guide bundle of the insertion section is slightly worn, interrupted and weakened due to component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1, initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic, had abnormal image. The issue was found during a reprocessing. There were no reports of patient involvement.